Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that when checking on the pt, it was found that the pt's stroke volume limiter (svl) had a significant amount of condensation in it. The vad coord wanted to switch the svl and allow the one in use to dry out on a backup ip device console. The new svl was taken out of its package and placed on the pt. It was notieced that the diaphragm wasn't moving at all on one side of the svl disk. After re-venting a few times, the svl diaphragm still was not moving on one side. The MFR had asked the vad coord to switch to another back up svl. The hosp was sending in the svl to the MFR for analysis, and another svl was to be sent to the hosp. The pt remained stable and on lvad support.